Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump extrusion through the scrotal incision site. A surgical procedure was performed in which the device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: (B)(4). Serial number: n/a. Batch/lot number: 1100849721. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of extrusion is a known risk associated with this device type and indicated as such in the instructions for use.